Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/25/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the display screen was discolored. Unrelated to the initial complaint, the pump powered on with no vibratory alerts. The pump cover was removed and it was observed that the vibration motor pins were not fully connected to the printed circuit board. The pump was powered on after adjusting the vibration motor pins and replacing the pump cover, and the vibratory alerts were fully functional.